Event description:
Additional information received indicated the dislodgement was confirmed with x-ray imaging.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right atrial (ra) lead and left ventricular (lv) lead became dislodged. The ra lead was repositioned, and the lv lead was explanted and replaced to resolve the event. The patient was in stable condition.